Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer called concerned their meter is registering erratic results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated they performed a back to back blood test on (B)(6) 2016 fasting at 11:45am and received a result of 151mg/dl & 255mg/dl. Customer stated at this time they expect their glucose levels to be between 125-130mg/dl fasting. Customer is currently taking metformin to manage diabetes. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).